Event description:
A report was received that the patient had fever and was experiencing pain that radiates in the leg at the ipg site. Other symptoms were swelling, redness and the site was warm to touch. The patient was treated with antibiotics.

Event description:
A report was received that the patient had fever and was experiencing pain that radiates in the leg at the ipg site. Other symptoms were swelling, redness and the site was warm to touch. The patient was treated with antibiotics.

Manufacturer narrative:
Additional information was received that the infection had become better.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was received that the infection had become better. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had fever and was experiencing pain that radiates in the leg at the ipg site. Other symptoms were swelling, redness and the site was warm to touch. The patient was treated with antibiotics.